Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08690 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer were experiencing low blood glucose. Blood glucose levels were 52 mg/dl, 53 mg/dl, 115 mg/dl, 150 mg/dl, 120 mg/dl, 32 mg/dl, 25 mg/dl, 205 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with pepper and bloused. Customer was neither in emergency room nor admitted into hospital. Customer stated auto mode feature was active at the time of incident. The insulin pump will be returned for analysis.